Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the returned stent was found to be deployed. The returned stent was found to be opened. The stent delivery wire was found to be kinked/bent and the stent was found to be deformed. Stent failed/unable to open functional test was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to open was confirmed during the analysis based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure. Analysis of the returned device showed the stent was deformed and the stent delivery wire was kinked/bent. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to open (when not implanted) and to the analyzed stent deployed prematurely during use, stent deformed, and stent delivery wire kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event and procedure was completed successfully.